Event description:
Caller reported that pump battery depleted too fast, leading to a pump shutdown and requiring a visit to the emergency room. The high blood glucose (bg) level related to the incident was not recalled by the customer. Customer received IV fluids and insulin to resolve the elevated bg. Customer was released the same day with no permanent damage reported. Cts educated caller that battery depletion was normal based on their settings and usage, and caller understood.